Event description:
The technician noticed smoke in the room and called the hospital internal support. The fire dept was called and the firemen performed a room survey. They found out that one of the light ballasts was hot. After the firemen left, the technician turned on the scanner and observed a burning smell. No pt was involved.

Manufacturer narrative:
(B)(4): the field service engineer dispatched to address this issue removed the covers of the system and performed a thorough examination. No smoke or smoke markings were observed. There was a burning smell in the gantry, which occurred around the anode power module. No physical burn signs were observed on the anode module. The MDR is being submitted as it is unk that death or serious injury will result if the malfunction were to recur. The investigation is ongoing. This report was submitted on (B)(4) 2010.